Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.033.003. Lot # 2l82998. Manufacturing site: haegendorf. Release to warehouse date: march 13, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the rad aiming arm/frn greater trochanter (part #: 03.033.003, lot #: 2l82998) was received at us customer quality (cq). Visual inspection of the complaint device showed no defect. Functional test: a full functional assessment was not able to be performed with the complaint device since the applicable mating component(s) were not returned. However both returned protection sleeve for the recon locking devices were inserted in the hole of the complaint device without any issue. They assembled without issue. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: no dimensional inspection was performed as there was no damage that warranted a dimensional inspection. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as there was no defect observed on the returned devices. Also the returned device was able to assembled with both the protection sleeve for the recon locking devices without any issue. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while attempting to insert recon screws into an unknown femoral recon nail (frn), the surgeon hit the nail with the drill bit. The nail was unstable because the surgeon did not pin both trocars before removing guide wire to drill the first hole. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves an unknown number of devices. This report is for (1) radiolucent aiming arm/frn greater trochanter. This report is 3 of 10 of (B)(4).